Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 808:02 which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. The software version is currently not known.

Manufacturer narrative:
The device is available for evaluation; upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective channel b pumphead module. The channel b pumphead module was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.08.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).